Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an fmri dataset from a ge scanner would not load. It was noted that the most likely cause of the event was due to bad formatting. The scan was formatted as 32 bit when it should have been 8 bit. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version 1.1.0. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.